Event description:
It was reported that the 8mm prograsp forceps instrument was awaiting. No further information was provided. Isi followed up with the initial reporter and obtained the following additional information: no patient incidents are known to date, nor is there any damage to patient equipment.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.